Event description:
During a laparoscopic sigma resection, the fsw01 would not function from time to time. The case was completed with a like device with no patient consequence. No further information was available.